Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While troubleshooting for serter not releasing sensor properly, customer reported via phone call that buttons were not responding on insulin pump. Customer's blood glucose was unknown. Customer would attempt to get an upgrade. Sensor and serter would be replaced.